Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during the implantation of an intraocular lens (iol) edge of the cartridge was cracked and scratched the lens from end to end. The lens was removed during initial procedure. There was patient contact and no patient harm. Additional information was requested.

Manufacturer narrative:
The complaint product was not returned. A photo was available to review. The photo showed the lens still inside the eye. Then tip of what appears to be a cartridge can be seen inserted to the eye and underneath the optic. A tool commonly used for aspiration was also observed partially blocking the view of the cartridge tip. The aspirator tool was underneath the optic. The photo was blurry. There appeared to be a thin dark line in the photo which extends from nozzle toward left side of product in the photo. It cannot be confirmed if this shadowy line was damage or a shadow of the photo. The optic has an area that appeared to be damage, such as a gouge or scrape mark. The clarity of the photo makes it impossible to confirm this potential lens damage. The customer indicated the use of a company, 28.5 diopter lens. The diopter of this qualified lens model is beyond the range that is qualified for use in the company cartridge. The company lens model 28.5 diopter is only qualified in the company cartridges. The customer indicated the use of a handpiece and viscoelastic that are qualified for use with the company cartridge when used with a qualified lens model. The root cause for the reported event was most likely related to a failure to follow the IFU. The diopter of the lens model is beyond the range that is qualified for use in the company cartridge. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).